Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys probnp ii assay on a cobas e 801 analytical unit. The sample initially resulted in a probnp ii value of 10.2 pg/ml. The result was reported outside of the laboratory and questioned. The sample was repeated, resulting in a probnp ii value of 1202 pg/ml. The probnp reagent lot was 651845, with an expiration date of 31-mar-2024.

Manufacturer narrative:
No issues were identified during a review of the alarm trace data. Qc was acceptable. The customer had no issues with any other tests or samples. The investigation determined the event was consistent with a pre-analytical handling issue as only this sample was affected.